Event description:
Revision occurred approximately 4 months after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 40 mm + 9 humeral stability cup explanted and replaced with a 40 mm + 9 humeral stability cup and 2 of 9 mm spacers.

Manufacturer narrative:
Revision occurred after 4 months due to dislocation. No actual, implied, or suspect link to fx product.